Manufacturer narrative:
(B)(4) . The incident device was discarded by the site. Questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a piece of the electrode insulation fell off during a spine procedure. The piece was retrieved without any injury to the patient. The incident device was discarded.